Manufacturer narrative:
Batch review performed on 02 november 2020: lot 187166: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l lot. 189130 (k090988). Batch review performed on 02 november 2020: lot 189130: (B)(4) items manufactured and released on 15-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0411crl tibial insert fixed sphere cr size 4/11 mm l lot. 185589 (k181635). Batch review performed on 02 november 2020: lot 185589: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the tibial tray, insert, and femoral component 1 year and 6 months after primary. The surgery was completed successfully.